Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with drain volume of 4448 milliliters (ml) during cycle 1.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. An increased intra-peritoneal volume (iipv) was found during evaluation. The cause for the iipv found in the logs was determined to be insufficient drain - false empty detect at initial drain. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).